Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.

Event description:
It was reported that the patient had their system explanted in 2025 for an unknown reason. No further information was available at this time.